Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral and incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence; mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9367126. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 02/28/2012 including operative report for open hiatal hernia repair were not provided.] On (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnoses: incisional ventral hernia without obstruction or gangrene. Morbid obesity. Postoperative diagnosis: incisional ventral hernia with swiss cheese defect to abdominal incision midline. Morbid obesity. Procedure performed: laparoscopic incisional ventral hernia repair, incarcerated omentum with mesh. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: 15 ml. Drains: none. Complications: none. Implants: a 30 x 15 cm gore-tex dual-mesh plus in the preperitoneal fascia placed laparoscopically. Specimens: hernia sac to pathology for permanent section and identification. Disposition: to recovery area in stable condition. Indications for procedure: the patient is a 45-year-old female with past surgical history of significant for morbid obesity and also open hiatal hernia repair. The patient still has some significant gastroesophageal reflux disease and barrett¿s component. She was seen and worked up extensively preoperatively and noted to have a nice, what appears to be tight gastroesophageal junction based on esophagogastroduodenoscopy. The patient does have mild abnormality on computed tomography and esophagogram suggesting small sliding type hiatal hernia; however, this may just be a regular postoperative affect. The patient does, however, have significant epigastric discomfort and is noted to have a ventral hernia. She received and ultrasound of the gallbladder also prior to the procedure, which failed to demonstrated gallstones or pathology in the gallbladder. At this point, the situation was discussed with her in detail, along with diagnosis, prognosis, proposed surgical and nonsurgical alternatives with risks and benefits. Questions were asked and answered prior to procedure and proper consents were signed and placed in the chart after the patient expressed verbal understanding and desire to proceed. Procedure in detail: ¿the patient was brought to the operating room on (B)(6) 2012 at which time she was intubated per anesthesia without difficulty. A foley catheter was also placed under sterile conditions without difficulty. She was prepped and draped in the usual sterile fashion. A timeout was called identifying the patient, the proposed procedure, the operative site, the allergies, comorbidities and position. All in the operating theater were in agreement of these parameters, including the sequential compression devices started prior to intubation. Heparin 500 units subcutaneously given prior to proceeding to the preoperative holding area and the preoperative antibiotics consisting of ancef 2 grams IV. Everyone expressed comfort with this case. At this point, the procedure commenced. All incisions were infiltrated with 0.25% marcaine with epinephrine. A small incision was created in the right upper quadrant in the subcostal region approximately to the level of the anterior axillary line. A 5 mm optical dilating trocar was introduced into the peritoneal cavity without difficulty and a pneumoperitoneum was quickly and safely established. Initial inspection of the peritoneal cavity demonstrated substantial and dense adhesions to the midline including omentum, but without obvious bowel involvement. A 5 mm and 10 mm trocar were placed in the right flank respectively under direct visualization and eventually a third 5 mm trocar was placed in the left flank under direct visualization to aid in manipulation of the mesh and placement. At this point, meticulous lysis of adhesions was undertaken with a combination of blunt and sharp dissection. This exposed incarcerated omentum through multiple defects in a swiss cheese format along the anterior abdominal wall, particularly superior to the umbilicus. The omentum was delivered completely into the peritoneal cavity without difficulty. At this point, inspection of the hiatus was undertaken and there was noted to be dense adhesions here without evidence of recurrent hernia. Based on the patient¿s preoperative evaluation and the adhesions here, it was decided not to proceed this further, as the patient likely had no significant recurrence and disrupting through this region might encourage recurrence postoperatively. At this point, attention was then turned towards the defects and total selected; actually 20 x 30 cm was cut to the appropriate size and multiple transfascial sutures were placed using a gore 0 suture placed extracorporeally. The mesh was then rolled and placed with a 10 mm trocar placed intraperitoneally. A storz fascial device was then used to secure multiple sutures consisting of 8 total transfascial sutures. Of note, the most superior sutures were placed ring in the inferior aspect of the xiphoid process and the costal margin with care to avoid nerve and vessel. However, based on the fact that the previous incision went to the xiphoid process there was weakness noted very close to this and 5 cm overlap under the costal margin this was not secured in place, secondary to being above the level of the diaphragm for fear of cardiac or pulmonary injuries. At this point, the mesh was fully secured circumferentially using the pro-tacking device with titanium tacks placed every 0.5 to 1 cm circumferentially. At the completion of this maneuver, there was excellent placement of the mesh with complete coverage of all defects greater than 5 cm. Final inspection of the peritoneal cavity demonstrated no other pathology. There was no significant bleeding. Trocar sites were examined. Pneumoperitoneum was released under direct visualization to ensure that the superior aspect of the mesh remained in appropriate position. Pneumoperitoneum was then released, trocars were removed, and incisions were closed using 4-0 monocryl running subcuticular suture, dressed with steri-strips and sterile dressing. The patient was extubated per anesthesia without difficulty. Foley catheter was removed. The patient was taken to the recovery area in stable condition. The patient tolerated the procedure well.¿ on (B)(6) 2012: [facility ni]. Implant record. Mesh dual plus 20 x 30 cm. Total quantity: 1. Lot #: 9367126. Catalog number: 1dlmcp07. Implant size: 20 x 30 cm. Manufacturer: w.l. Gore and associates. Implant comment: dual plus mesh 1dmcp07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/9367126) was implanted during the procedure. On (B)(6) 2012: [missing records: a pathology report detailing analysis of the specimen removed during on (B)(6) 2012 was not provided.] On (B)(6) 2015: (B)(6), md. Operative note. Preoperative diagnosis: recurrent paraesophageal hernia. Postoperative diagnosis: same. In-room time out procedure: an in-room ¿time out¿ was conducted. Item (patient identification, site, side, team member issues, etc.) Were individually discussed among the operating room team and confirmed prior to the initiation of the operation. Operation: esophagoscopy, left transthoracic re-do paraesophageal hernia repair; removal of mediastinal foreign body (gortex patch); modified belsey fundoplication. Faculty surgeon: (B)(6). Resident surgeon: (B)(6). Indications: recurrent paraesophageal hernia. Findings: on endoscopy, the patient had a tight stricture at the distal esophagus approximately 33 centimeters from the incisors. There were some changes which appeared to be consistent with (B)(6) changes. No other abnormalities were identified. There was some tortuosity at this area. The scope was advanced into the stomach. The pylorus appeared normal. At thoracotomy the hernia was quite evident and was approximately 8 centimeters in diameter. The gore-tex patch had been completely avulsed from the diaphragm and had been bunched together in the mediastinum as a consequence of a recurrent hernia. A tedious dissection was required to remove the gore-tex material from around the esophagus and stomach and the diaphragm. This portion of the operation added one hour to the procedure time. The gore-tex patch was removed completely. A standard repair was accomplished. Procedure in detail: ¿the patient was taken to the operating room and placed supine on the operating table. After adequate general endotracheal anesthesia had been achieved, flexible esophagoscopy was performed. The esophagus was inspected throughout its length. The cricopharyngeus was located 14 cm from the incisiors [sic]; the squamnocolumnar junction was located at 33 cm from the incisiors [sic]; the abnormality was tight and appeared like a stricture. The stomach was explored and there were no mucosal lesions visualized. The retroflexed view of the esophageal hiatus was normal and as expected based on the prior hiatal hernia repair. A decision was then made to proceed with left thoracotomy and repair recurrent hiatal hernia. A double lumen endotracheal tube was inserted, and its position confirmed with flexible fiber-optic bronchoscopy. The patient was then positioned in a right lateral decubitus position with the left side up. The operating room table was flexed, and the patient was secured to the or table. The left chest was then prepped and draped in a sterile fashion. Ventilation was removed from the left lung. A posterior lattisimus [sic] dorsi dividing incision was made and the chest entered through the 7th intercostal space. The posterior portion of the 8th rib was divided for exposure. The chest was explored. The pulmonary ligament was divided; and the mediastinal pleura overlying the esophagus was incised to the level of the aortic arch. The esophagus was encircled above the level of the hernia, care being taken to identify, preserve, and protect both vagus nerves. The esophagus was mobilized proximally to the aortic arch, and distally. Findings are as noted above. The hernia sac was opened to expose the stomach. The hernia sac was excised and sent for pathology. The hernia sac was dissected to the level of the hiatus and excised. Adhesions were identified and mobilized. The previously placed gortex patch was identified and resected with effort. The stomach was completely mobilized within the hernia sac. One of the vagus nerves was identified, protected, and preserved throughout the operation. The second vagus nerve was not easily identified. The gastroesophageal junction was identified, and exposed. The esophagogastric junction was identified and dissected; however [sic], the anterior fat pad was not identified. Some residual short gastric arteries were identified, ligated, divided to expose and further mobilize the fundus and provide sufficient tissue to perform the fundoplication. The hiatus was inspected, and was found to be of good quality and of sufficient integrity to sustain the anticipated crural repair. With the esophagus, and gastric fundus sufficiently mobilized, the esophagus was positioned within the posterior mediastinum with the stomach within the abdomen. On inspection, the distal portion of the esophagus (approximately 2.0-2.5 cm) was noted to lie within the abdomen under no tension such that after the planned repair, the fundoplication would allow a portion of intra-abdominal esophagus under no tension. The esophagus was not shortened; an esophageal lengthening procedure, a collis gastroplasty, was not required. A belsey mark IV-type repair was completed. A 270 degree repair with 3 u-type sutures were placed in a single row to imbricate the esophagogastric junction. The fundoplication was performed over a 54 fr hurst maloney bougie using 3-0 silk sutures into the periesophageal tissues. The hiatus was repaired with ¿1¿ silk sutures over a 54 fr bougie. The gastric fundus with its modified belsey fundoplication was easily reduced into the abdomen. At the conclusion of the repair, and with the #54 maloney bougie in place, the hiatus was sufficiently lax to admit the tip of one finger. A # 54 bougie was passed easily through the completed anastomosis. A nasogastric tube was placed without difficulty and guided by manual palpation into the stomach. The hurst-maloney bougie was removed. The hiatus was again inspected, and admit the tips of 2 fingers. Hemostasis was assured. The operation was concluded. A # 24 fr chest tube was placed and secured to the skin. The right pleura was inspected and was found to be intact; therefore, a right chest tube was not placed. The lungs were suctioned and then ventilated normally. Lungs insufflated and a normal and anatomically neutral configuration. The chest was closed in the usual fashion. Dry sterile dressings were placed. The patient tolerated the procedure well. No complications were identified. Sponge, needle, and instrument counts were reported correct times two prior to leaving the room. The patient was taken to the recovery room ¿ extubated and breathing well ¿ in stable condition. The family was counseled.¿ complications: non noted. Condition: satisfactory. Estimated blood loss (ml): 50. Specimens to pathology: hernia sac. Findings: large incarcerated paraesophageal hernia containing stomach and gortex patch without evidence of strangulation. On (B)(6) 2015: [missing records: a pathology report detailing analysis of the specimen removed during on (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.